Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in tubing) during initial drain on the home choice (hc). The registered nurse (rn) stated she was not sure if the patient line was fully primed or not when she connected. The technical service representative (tsr) assisted the rn to end therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the MDR as the product code and lot are unknown. This complaint is for a report of a system error 2240 during the initial drain stage. The disposable set was not returned to baxter and there was no report of issues that might have caused the alarm. Although the registered nurse stated she was not sure if the patient line was fully primed or not when she connected, insufficient information was provided to determine the cause of the alarm.